Manufacturer narrative:
Despite requests by acist for the return of the cvi injector system serial number (B)(4)for investigation, the user facility elected not to return the system. Should the system be returned at a future date, acist will submit a follow-up report to FDA. The acist consumable kits used during the event were discarded by the user facility and the lot numbers are not known. The clinical evaluation of the cine-angiograms will be provided in a follow-up report.

Event description:
During an angioplasty procedure, an air bubble was injected into the patient. It was reported there was no patient injury, although the patient experienced hypotension during the event. The air was visible on one frame of the images during the injection of the left anterior descending artery (lad).

Manufacturer narrative:
A review of the device history record for system serial number (B)(6) was completed on august 17, 2022. This review confirmed that there were no quality issues during manufacture of this device. A clinical evaluation was completed on july 17, 2022 by the acist medical advisory board member and is as follows: the report describes a patient that suffered an out-of-hospital arrest. The patient was resuscitated and brought to cardiac cath lab. The information provided by the user facility describes an intervention performed and air bubbles being injected into the left anterior descending artery (lad) during the thirteenth frame (cine run). The patient was intubated and sedated at this point and no apparent additional instability was noted. The angiogram runs do not appear to be in the order in which they were acquired. However, it appears that an intra-aortic balloon pump (iabp) was placed. Angiography demonstrated an occluded lad. The lad occlusion was crossed with a wire. On an angio that appears to be prior to the lad being treated with balloon or stent, there are a series of bubbles that pass down the lad and clear the vessel without delay. The angio files also show a percutaneous transluminal coronary angioplasty (ptca) and stenting of lad with a good result. It is most likely that air was introduced at the tuohy (the tuohy is a non-acist device) during, before, or just after wire passage (perhaps during withdrawal of the wire introducer). In any event, the air passed quickly through the vessel and the user facility stated that there was no evidence that the patient suffered harm from the air injection. This report is closed.